Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had prime issue. Customer's blood glucose at time of incident was 180 mg/dl. Customer was doing an infusion set change prior to the priming issue. The customer stated the drive support cap looks pushed in. The customer stated the pump has not been dropped or bumped and no scratches. The customer stated the she would like to get pump without a signature.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump primed properly and rewind functioned properly during testing. The drive support disk was inspected and no damage or anomaly noted. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and displays the 100 value properly on display graph. The insulin pump was also programmed with test glucose meter. The insulin pump communicated properly and recorded the 138 mg/dl value properly from glucose meter. No unexpected sensor or calibration errors noted. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.